Manufacturer narrative:
Upon review, it was determined that the complaint reported had been created in error. There was no event nor allegation against the impella device or any of its component.

Manufacturer narrative:
The aic was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. The physician, patient and device information is not available at this time, additional report will be filed when this information is available.

Event description:
The complainant reported the automated impella controller (aic) had battery charging issues. The aic was exchanged as a result. There was no reported patient harm. The patient and device information is not available at the time.